Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The reported problem of ¿no image¿ was not reproduced. In addition, the following non-reportable malfunctions were found during the device evaluation: corrosion on video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd camera head had a bad image problem in which the image blackouts/ disappears. The issue occurred during inspection for use in a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.